Manufacturer narrative:
(B)(4).

Event description:
Caller states that a patient allegedly received the following results, with two different roche meters, within 10 minutes: 414 mg/dl (inform (B)(4)) and 175 mg/dl (inform (B)(4)) nurse gave 5 units of humulin r based upon the reading of 175 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.